Manufacturer narrative:
The t:slim x2 user guide states: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been receiving auto-off alerts in the mornings. The customer did not know if the blood glucose level was impacted. Tandem technical support educated the customer on the auto-off safety alert and to discuss the auto-off pump setting with a healthcare provider before modifying the setting. The customer opted to change the setting to off. The customer had no further questions.